Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence. It was reported that the controller was not communicating with the patient¿s device and that the device was not working. This was further clarified to mean that they were not feeling the stimulation. The patient stated that they felt like they did prior to the evaluation regarding their symptoms. They noted that this was due to the green light was not flashing. The nurse came and looked at ¿the thing¿ and stated that the green light was not flashing like it should be. They also stated to them that the handset was not communicating. When the patient used the handset at the time of report, it was determined that they were on program 4 at 0.8 and the device was on. The patient then increased it to 2.0 and still did not feel the stimulation. They then stated they wanted to decrease the stimulation back to 0.8 where their healthcare professional (hcp) had set it. The patient also mentioned that they saw 42% on the top of the handset which indicated that the handset was charged to 42%. Further the patient stated that when they were still out on anesthesia, they tested the device and their ¿butt cheek ¿quivered¿ and their foot moved which was how they knew the device was working. They noted that they were given instruction after anesthesia but stated that they wished they would have waited because they do not recall the information. The patient further reported that when they go home, they got blood everywhere and the nurse had to clean it up today. They stated that they were ¿half drugged¿ right now and did not feel like themselves. They had not felt like themselves since they got home from the procedure and noted that maybe they still ¿having the affects from anesthesia¿. Additional information received on (B)(6) 2018 from the patient reported that their bandages were soaked from bleeding at the trial patient¿s incision site. The patient stated that they had pain in their penis when they walk from the catheter they had in place for so long. They noted that ¿they changed it to eliminate the fact of infection¿. The patient also mentioned that "they" symptoms were worse than before the procedure because they had removed the catheter. In addition, the patient felt a tingling in their left arm. No environmental/external/patient factors were reported that may have led to the issue. It was advised that the patient contact their clinician for the issue. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.